Event description:
Procedure type: unk. According to the reporter: the toggle lever came apart during the case. No further pt info could be obtained. During the evaluation of the device, it was found that a piece of broken needle was in the jaws of the device.

Manufacturer narrative:
Our evaluation found that the jaws of the device were slightly misaligned. It is possible for this condition to cause the needle to jam. Forceful compression of the instrument handles may then result in damage to the needle.